Event description:
The customer's mother reported via phone call that the customer's insulin pump was not delivering insulin properly. The customer's blood glucose was unknown. The customer's issue did not result in a serious injury or hospitalization. The customer's mother explained that the insulin pump was only delivering insulin a little at a time. The customer's insulin pump had been glitchy. The customer was advised to call back in order to troubleshoot the issue. The customer had already reverted to manual injections and stopped insulin pump therapy. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.